Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device reprogrammed.

Event description:
It was reported that the patient was hospitalized after experiencing asystole events causing seizures. The pulse generator exhibited ventricular oversensing. The device was reprogrammed and the patient would be monitored.